Event description:
At 0620, pt had a pulse ox of 81% on the monitor. The abg done at that time had a sat of 95.4%. At 0715, pt had a pulse ox of 63% on the monitor, the abg done at that time had a sat of 78.4%. Pt had an emergent bronch started at 0819 that resulted in the pt sats on the monitor dropping to 70%. The pt was bagged by rt and md with a bag equipped with a peep valve. Sats continued to drop. The rt, now 2 were in the room and the 2 rns changed the pulse ox cable, and on the left hand and a pediatric sensor placed on the right hand obtained a poor pleth and a sat of 70%. An abg done then had an o2 sat of 100%. Rt also obtained a independent pulse ox box and it would not pick up a sat or pleth from any site on the pt.